Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as incomplete or improper engagement of the locking guide to the plate, resulting in looseness between components and causing the drill guide to rattle during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/16/2025, it was reported by an arthrex employee via (B)(4) that an ar-8970-01 drill guide rattled when the locking guide was attached to the plate. This was discovered during the case with no patient harm.